Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the suture of first implant was loose before use. The complaint device was received and evaluated. Upon visual inspection, it was observed that the needle is not inside its original packaging, the two plates are still inside the needle, however, the first one is not inside the silicone sleeve. At magnification, it was found biological matter inside the silicone sleeve and over the needle at the first laser mark. The customer provided a photo which is showing the device with the first plate partially out of the needle. A manufacturing record evaluation was performed for the finished device 7l32502 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported that the needle was not used, however, the needle is not attached on its white paperboard to consider it as a not used device. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, the needle may have been pulled off the paperboard by pulling the suture instead of the needle, therefore, the suture came loose, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the suture of first implant was loose before use. The complaint device is not being returned; therefore, unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it was observed that the needle was not inside the white paper board; and the two plates were still inside the needle, however, the first one was not inside the silicone sleeve. A manufacturing record evaluation was performed for the finished device 7l96202 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The customer reported that the needle was not used, however, the needle was not attached on its white paperboard to consider it as a not used device. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, the needle may have been pulled off the paperboard by pulling the suture instead of the needle, therefore, the suture came loose, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the suture on the first implant on the omnispan meniscal repair 12deg device was loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.